Event description:
It was reported that during holmium laser enucleation of the prostate (holep) procedure, the fiber started smoking and melting at the fiber hub strain relief. As a result, the fiber separated from the hub strain relief. The procedure was completed with an alternative method. There were no patient complications.

Event description:
It was reported that during holmium laser enucleation of the prostate (holep) procedure, the fiber started smoking and melting at the fiber hub strain relief. As a result, the fiber separated from the hub strain relief. The procedure was completed with an alternative method. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. However, the customer provided a photo that showed that the fiber body was separated from the connector. It is likely that procedural conditions of the device during set-up or use contributed to the fiber body break. The instructions for use states that "a damaged fiber may cause accidental laser exposure or injury to the treatment room personnel or patient, and/or fire in the treatment room". Based on the information available the investigation concludes that expected or random component failure without ant design or manufacturing issue.